Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed in the operating room. After 2 hours, the urine flow could not be confirmed, so the balloon was replaced. No urine flow.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (5) photo samples. The first photo sample shows an overview of the catheter. The second photo sample zooms in of the blockage in the funnel. The third photo shows the close-up view of the deflated catheter balloon. The fourth photo shows the inflation valve cap. The fifth photo sample shows ta paper with writing. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and observed no issues with the inflation funnel. Dissected the balloon and the notch was perforated. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and it was noted that the solution did not flow at all. The drainage lumen was cut to find extra silicone in the drainage lumen causing a complete blockage near the trifurcation. This does not meet the specification which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed in the operating room. After 2 hours, the urine flow could not be confirmed, so the balloon was replaced. No urine flow.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (5) photo samples. The first photo sample shows an overview of the catheter. The second photo sample zooms in of the blockage in the funnel. The third photo shows the close-up view of the deflated catheter balloon. The fourth photo shows the inflation valve cap. The fifth photo sample shows ta paper with writing. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Dissected the balloon and the notch was perforated. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. The drainage lumen was cut to find extra silicone in the drainage lumen causing a complete blockage near the trifurcation. This does not meet the specification which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. The initial reporter facility name provided is the (B)(6) hospital. Correction: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed in the operating room. After 2 hours, the urine flow could not be confirmed, so the balloon was replaced. No urine flow.